Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display on the insulin pump is blank. The customer stated a constant tone was occurring and there was fluid under the display. The customer confirmed the insulin pump does not have physical damage but was exposed to sweat. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value is unknown. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies and with corroded motor home switch. No constant tone noted. The insulin pump had minor scratches on the lcd window.